Event description:
This unit (mighty bliss heating pad na-h1121b) was received as a gift after my wife was in a car accident. It just stopped working. After looking online for warranty information, I noticed an FDA recall on this unit. Attempts to submit for a refund/replacement were made extremely difficult by the company (whele/perch), and eventually they said this had been escalated. After a month with no follow-up, I contacted the company to ask the status. I received the same autoreply stating the claim had been escalated. I emailed them back and told them this was not acceptable, and that if I did not hear back in 3 working days, I would submit a complaint with FDA. Still no response, so I phoned them. They said they had no record of my claim! I told them I had multiple email exchanges with them and that I could forward these emails. They then said if the claim had been escalated, then I just had to wait to hear from them. I said it was escalated a month ago, and that this time frame response was not reasonable, especially as they gave me no time line as to when to expect a response. In my experience with this company, they do everything possible to avoid having to honor this recall, and they should be investigated for this.